Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.50/+1.5/84 in the patient's right eye (od) on (B)(6) 2017. The patient experienced glare and unreactive pupil (fixed). As of the date of MDR submission the lens remains implanted. This case is under medical consult.

Manufacturer narrative:
Claim# (B)(4).